Event description:
A customer contacted baxter's (B)(4) regarding a check lines & bags alarm that appeared on the homechoice (hc) display during prime. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The hp stated that she tried to spike the bag with the red clamp line and the spike fell out. The tsr explained the hp that she would need to turn off the hc machine, discard supplies and start over with new supplies, because the supplies on the hc machine were compromised. The hp stated she would do manual supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by (B)(4) to the nurse on (B)(6) 2010 regarding the spike falling out and contaminating the supplies, it was revealed that they spoke to the hp earlier in the day, and that hp is dialysing fine on the hc cycler. Per nurse, the hp did not have any injury or harm as a result of the spike falling out. No patient injury or medical intervention was indicated at this time. During a follow up phone call with the nurse on (B)(6) 2010, it was revealed that the hp had used the compact exchange device (cxd) to spike the bag and placed the bag on the heater. Per hp, the spike just slid out on its own. The hp confirmed that the spike was not pulled on. The hp then elaborated that the spike was just not all the way in and that's why it came off. The hp stated that she did not notice any defects on the supplies. The hp had discarded the supplies and did not know the lot numbers. Per hp, she did not have any injury or harm as a result of this incident. The hp is continuing therapy. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm and supply bags was not fully spiked was not confirmed in the lab due to a lack of a sample. The patient uses a compact exchange device (cxd) assist device. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.